Manufacturer narrative:
(B)(6). One (1) actual sample was received for evaluation. A visual inspection was performed and noted a heater bag line's tubing separated from the welded cassette. An under water pressure test was performed and a leak was identified. The reported condition was verified. The cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that line of a kaguya set came off the heater bag and solution leaked. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.